Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were involved in a system revision due to infection after presenting several weeks post-implant with redness and discharge from their sternal wound. The system was explanted. No additional adverse patient effects were reported.